Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The facility¿s biomedical engineer tested the iabp unit, which alarmed autofill failure-no helium. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed no helium tank installed. Upon further investigation, the end user disclosed that the iab had ruptured. The fse did not observe any evidence of blood contamination in pneumatics; the blood was isolated to the balloon (reported on a separate complaint). The iabp unit passed all leak tests, functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. The full name of the event site is (B)(6).

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) displayed an alarm indicating a low augment pressure. The patient was hypotensive. The staff immediately responded to the bedside for evaluation and their initial review confirmed that the circuit was intact. The iabp then emitted an alarm indicating an ¿air leak¿ and blood slowly began collecting in the intra-aortic balloon (iab) catheter tubing at the femoral insertion site. The staff then discontinued iabp therapy. Interventional cardiology successfully reinserted a new iab. The disposable iab and iabp were sequestered post removal and the biomed was notified. The end user later disclosed that the iab ruptured during the event. No patient harm or adverse event was reported.